Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for a one-to-one supra ventricular tachycardia (svt) that was classified as fast ventricular tachycardia. The svt discrimination feature was activated and a template of the patients qrs waveform was collected for the device feature which withholds inappropriate ventricular detection if the rhythm displays characteristics of an svt origin. The device remains in use. No further patient complications have been reported as a result of this event.